Event description:
Information received indicates when the brake is engaged, the casters at the foot end of the bed would still swivel.

Manufacturer narrative:
The technician found that the casters stems were broken. He replaced the foot casters and the brakes functioned properly.